Event description:
It was reported that during a trochanteric fixation nail procedure performed to repair a femur fracture, the coupling on the 130 degree aiming arm came loose (would not hold). The surgery was successfully completed with a 1 minute delay and no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the locking slide plate functions as designed, connects to the buttress/compression nut securely, and the thumb screw shows no signs of damage. While the device does show signs of wear, it is still functional. Per the technique guide, the insertion handle and the 130° aiming arm are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. The drawings for the 130° aiming arm were reviewed and the design, material and finishing processes are appropriate for the intended use of this device. This complaint is unconfirmed. Given the condition of the returned device, the root cause is undetermined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device history record was reviewed and a material review report (mrr) was found for the supplier certificate of conformance missing information. The supplier provided the corrected certificate and the parts were accepted. A mrr was found for the supplier certificate of conformance missing the material and hardness. The supplier provided the corrected certificate and the product development engineer accepted material use as is because it meets specification. A mrr was found for t2 oversize. The parts were checked 100% and six nonconforming parts were scrapped out of 24 for t2 nonconformance. The non-conformances found in this DHR review are not relevant to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.